Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) provided inappropriate therapy resulting in rhythm acceleration. Technical services (ts) reviewed the device data and noted that this ICD delivered inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response (rvr). The device appeared to undersense the fine atrial arrhythmia leading to a treatment decision. The atp then accelerated the rhythm into ventricular fibrillation (vf), and this device provided three shocks which terminated the arrhythmia. Device reprogramming options were discussed. It was noted that this patient was hospitalized and on a ventilator, due to non-device related cardiac arrest. No programming changes were made to the device at the time. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) provided inappropriate therapy resulting in rhythm acceleration. Technical services (ts) reviewed the device data and noted that this ICD delivered inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response (rvr). The device appeared to undersense the fine atrial arrhythmia leading to a treatment decision. The atp then accelerated the rhythm into ventricular fibrillation (vf), and this device provided three shocks which terminated the arrhythmia. Device reprogramming options were discussed. It was noted that this patient was hospitalized and on a ventilator, due to non-device related cardiac arrest. No programming changes were made to the device at the time. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains a correction to field: e1: initial reporter country.